Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call radio frequency pic failed self-test on the insulin pump. Customer's blood glucose level was 153 mg/dl. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised a temporary basal was not programmed before the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a failed radio frequency alarm during the self test due to a faulty component on the radio frequency board. No cosmetic damage was noted.